Manufacturer narrative:
Investigation summary: one photo and one loose 10ml assembled syringe was received and reported to be from batch #8002709 (p/n 301029). The sample was visually evaluated. The syringe was found to have white lint like foreign matter loose on the surface of the stopper. The foreign matter is greater than level 3 in size which is rejectable per product specification. In addition to the foreign matter found inside the syringe, there are small dark particulates of solid foreign matter in the nonfluid path of the syringe, the printed scale of the syringe looks faded from the 3ml line to the 10ml line. All those observations are indications that the product has been manipulated. The potential root cause for the foreign matter found is undetermined since the product appears to be manipulated. There is not enough evidence to confirm that the contamination found in the 10ml syringe is associated with the syringe manufacturing process. At this point, it is not clear how and where the product was contaminated. Furthermore, the materials used for machine cleaning are not similar to the white foreign matter found inside the syringe. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was lint in the bd syringe luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.